Event description:
Customer reported that a pyxis anesthesia es system would not power on, preventing user access to the device. Customer reported that there was no patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system would not power on, preventing user access to the device. Customer reported that there was no patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and was able to restore power to the unit by plugging the power cord to a power outlet and disconnecting the bus cable from the communication sled. During her inspection, the field service technician discovered burnt marks on one of the drawers. Char marks on the back panel and the back of the drawer were reported. Product support engineer consult (B)(4) and production incident (B)(4) were created to find the root cause of the reported thermal damage. The device has been returned to manufacturer (carefusion 303). Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected.

Event description:
The customer reported that a pyxis anesthesia es system would not power on, preventing user access to the device. Customer reported that there was no patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d4, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-may-2020 to 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident it was determined that the station wasn¿t powered on. A field service technician was able to restore the power to the unit by plugging the power cord to a power outlet and disconnecting the bus cable from the communication sled. During her inspection, the field service technician discovered burnt marks on one of the drawers. Char marks on the back panel and the back of the drawer were reported. Product support engineer consult 02303359 and production incident (B)(4) were created to find the root cause of the reported thermal damage. The device has been returned to the manufacturer for investigation.